Manufacturer narrative:
Batch review performed on 28 january 2020: lot 177653: (B)(4) items manufactured and released on 22-mar-2018. Expiration date: 2023-01-11. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been already sold without any similar reported event.

Event description:
The patient came in reporting instability due to laxity. The cause of the laxity is unknown. 10 months after primary surgery, the surgeon revised the medacta insert semiconstrained 12mm s1 with a medacta insert semiconstrained 17mm s1. The surgery was completed successfully.